Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced an autofill issue. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the reported issue and noted that the iabp unit was working to factory specifications. Upon review of the iabp log files, the stm observed autofill failures and suspected that the issue was most likely due to condensation based upon the month the event occurred in. Subsequently, completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced an autofill issue. There was no harm or injury to the patient and no adverse event was reported